Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 150 mg/dl. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support regarding an alternate method of insulin therapy however the customer did not respond.